Manufacturer narrative:
In the initial submission, the description of event incorrectly stated the customer observed false negative results. The customer experienced a falsely elevated result. There is no change to the product evaluation and still no impact to patient management.

Manufacturer narrative:
This event was previously submitted in 3002809144-2018-00050. The suspect medical device was changed from ln 6l22-25 (unknown lot) to ln 08l44-30 lot 80236li00 on september 4, 2018. The product evaluation was completed on september 14, 2018. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, review of field data and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No return patient sample was available. Clinical specificity testing of negative panel replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a false negative hbcore result on the architect i2000sr analyzer. The following data was provided: sid (B)(6) initial 0.931, repeats 4.713, 4.927 s/co. There was no impact to patient management reported.